Manufacturer narrative:
Findings: unit passed displacement test. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor (gold). No rewind anomaly noted. Unit received with minor scratches on lcd window. Unit received with cracked case at reservoir tube window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had rewind anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer complain with piston and impossible to do the rewind.